Event description:
In 1994 or 1995 pt had double lumen silicone breast implants removed upon the advice of physician. He suggested replacement with mentor textures silicone implants, and that pt could be part of the adjunct study. Pt had no problems with the first implants in terms of pain although they did have baker grade ii and iii contractures. Almost immediately after the explantation/implantation pt began to have pain involving left breast, chest wall/pectoral muscle and nerve pain down left arm. Physician offered pt no help other than to remove the implants. Pt believes that if he had atleast offered physical therapy pt might not have as much pain as they do today. However that is not the full intent of this communication. As a result of this pain pt sought the recommendation of a neurologist who recommended carpal tunnel surgery which pt did, with little relief of symptoms. Pt has continued to have pain for all these years and has not had the implants removed only because they were afraid of a third surgery on their breasts and creating more scar tissue. Pt finally had both implants removed. The surgeon's report states that on the left side there was "turbid fluid consistent with gel bleed". Pt is now recovering, but with tight scar tissue not only at the scar but pectorals are tighter than before and there is some rectus abdominal trigger points as well. Pt believes they are just one of many who has local complications from this cosmetic procedure which have been quite debilitating. For the past 7 years, pt urges the FDA to reconsider allowing silicone implants to be marketed and that women be counseled more thoroughly on the dangers of this surgery and the high probability of multiple surgeries because of device failure or surgical complications.